Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead had dislodged. Helix retraction issue was also noted. The rv lead was explanted and replaced.